Event description:
It was reported that during a transitional ablation procedure, the coating of the zipwire hydrophilic guide wire sheared off. According to the customer, "the zipwire was being used through a metal needle, and when the needle was removed it sheared off some of the hydrophilic coating, which was left inside the pt. Doctor then removed the wire and left the hydrophilic coating inside the pt." The procedure was completed with a different device. Pt status is reported as "stable."